Event description:
A customer observed lower than expected vitros myoglobin quality control results on a vitros 5600 system. Vitros myoglobin results of 62.6, 65 vs expected result=95 ng/ml were obtained from the biorad level I control fluid. Vitros myoglobin result of 116.77 ng/ml vs. Expected result= 166 ng/ml was obtained from the biorad level ii control fluid. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Unexpected patient sample results were not obtained as a result of this event and there was no report of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that a customer observed lower than expected vitros myoglobin quality control results on a vitros 5600 system. There is no evidence to suggest that the reagent lot in use contributed to the event. An ocd field engineer performed service actions to several analyzer subsystems. It is unknown if the service actions performed were related to the event. Root cause of the event could not be determined. However, pre-analytical sample preparation and/or an analyzer related event cannot be ruled out as contributing factors. Information regarding the occupation of the complainant is unavailable at the time of filing of this report.